Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Yesterday bgs went up over 400 and last night came back to normal range. Had breakfast gave bolus and now bgs are rising. Took a regular shot of insulin and reverting to back up plan for the evening. Starting the 670g pump tomorrow did not test bg is basing his readings off the sensor. Declined high bg t/s since he will be on the 670g pump tomorrow. Declined rpl pump is rtn the 630g pump anyways. Advised to make sure he test his blood sugar before treating not to base off sensor. No further assistance needed.